Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultrasmart meter was prompting an "error 2" message. Per the onetouch ultrasmart owner's booklet, this error message could be caused either by a used test strip or a problem with the meter. The medical surveillance specialist spoke with the patient on may 27, 2009 and obtained the following information. The patient reported that the alleged issue began approximately 3 weeks prior to contacting lfs. As a result of the issue, the patient claimed she continued to take her usual dose of lantus insulin (20) units in the morning; however, had to estimate how much humalog insulin to take (3x/day) since she generally adjusts the amount per her sliding scale. The patient stated that on three or four occasions (dates/times unk) after the alleged issue started, that she developed symptoms of feeling weak and sweaty; of which she associated with a low glucose. In response to the symptoms the patient reported having something to eat and/or drink and feeling better afterwards. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique and that the test strips appeared in good condition. The issue remained unresolved even after the patient retested with a new vial of test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s)) that do not pass inspection in a supplemental report.